Manufacturer narrative:
The reported complaint of "the autopulse platform (s/n (B)(4) ) stopped compressions and displayed a 'system error, out of service, revert to manual CPR' error message" was confirmed based on the archive data review and during functional testing. The root cause of the system error was the defective drivetrain motor, likely due to a defective component. Visual inspection of the returned autopulse platform revealed a cracked front enclosure at the front-end area. In addition, it was noted that the load plate cover was defected with a hole, affecting the watertight seal. The observed physical damages were unrelated to the reported complaint and appeared to be the characteristics of harsh impact due to user mishandling. The front enclosure and load plate cover were replaced to address the issues. A review of the archive data showed system error user advisory (ua) 139 (unable to hold compression position) error message to have occurred on the customer's reported event date; thus, confirming the reported complaint. The autopulse platform failed initial functional testing due to the "system error, out of service, revert to manual CPR" error message displayed upon powering up the device; thus, confirming the reported complaint. The investigation revealed that the drivetrain motor brake assembly air gap was too wide, measured at 0.011", out of the specification (0.008" ± 0.001"), which caused the ua139 error. The brake gap could not be adjusted and continued to open out of specification. Further investigation found that the two motor shaft dimples had widened/worn out. In addition, the conical tip of the two m3-.5 x 4mm set screws were worn out and would not lock into the drivetrain motor shaft dimple locking well and caused the brake to disengage. The drivetrain motor assembly was replaced to remedy the ua139 error. In addition, during service, multiple cracks were observed at the screw well area of the bottom enclosure, unrelated to the reported complaint. The observed physical damage appeared to be the characteristic of harsh impact due to user mishandling. The bottom enclosure was replaced to address the issue. Following service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The brake gap inspection was performed and verified the brake gap was within the specification. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for autopulse platform with serial number (B)(4) .

Event description:
During patient use, the autopulse platform (s/n (B)(4) ) stopped compressions and displayed a "system error, out of service, revert to manual CPR" error message. To troubleshoot the issue, the user replaced the lifeband and re-started the autopulse, but the error message persisted. Patient's status information was requested, but the customer did not provide a response; therefore, patient's status is unknown.